Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that experienced inoperative keypad buttons on an unspecified channel was neither confirmed nor reproduced during product evaluation by baxter service personnel. The assignable root cause was found to be fluid ingress on the keypad flex cable due to user error. Visual inspection was completed as a part of repair procedure and there was no keypad failure. All keys were working. A service history review revealed that this device was serviced four times prior to this event and a keypad failure was found. The previous servicing did not contribute to the reported problem. A device history record review was also performed stating that no abnormality was observed.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced inoperative keypad buttons on an unspecified channel. The failure occured before the use of the device. This condition had the potential interrupt delivery. There was no patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This event involved a colleague version pre-p1.7 infusion pump with a user interface module software version of 5.48.92.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A service history review revealed that this device was previously serviced for the reported condition. The keypad was replaced during this previous servicing event. Baxter will continue to monitor similar reports to determine if further actions are required.